Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 2/19/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: how was the device removed from the patient (i.e. Anvil release button, knife reverse switch, manual override lever, jaws forced open, cut from tissue, etc.)? Manual over ride lever had to be pulled to remove it from the tissue. Was it necessary to open the patient to remove the stapler? No , after pulling the manual over ride, jaws got opened and the gun was taken out, and then the case was done laparoscopically by using another powered gun. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Not aware, as patient had been discharged.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device got stuck within the case after the second firing on the tissue, and could not be opened. Manual override lever had to be pulled to remove it from the tissue. After pulling the manual override, jaws were opened, gun was taken out, and then the case was done (continued) laparoscopically by using another powered gun. Surgery was delayed an unspecified amount of time, but was successfully completed. Patient consequence was not reported, unaware of any change to procedure or post-op patient care, and patient has been discharged. No additional information is available at this time.